Event description:
The opti-free puremoist with hydraglyde contact lens solution has caused sever inflammation in my cornea on both eyes. I experienced significant deterioration of eyesight and burning in my eyes. I was not able to see anything close, to read a book, use computer, or drive for weeks. The condition got progressively worse in the course of 4-6 weeks. When I finally went to see an eye doctor she rated the inflammation in my cornea as "4 in a scale from 1 to 4". Upon thorough examination, the doctor told me my entire cornea area in both eyes were inflamed, which could explain the deterioration in my vision. My eyes were also extremely dry. I was treated with steroid eye drops 4x a day and had to stay off of contacts for 1 months. After 1 month, I resumed contact lenses, and replaced opti-free puremoist solution with another solution. The cornea inflammation did not return. The eye doctor told me in similar cases she had seen, the patients were all: 1) contact lense users; 2) using opti-free contact solutions. I am glad my cornea is normal again however it concerns me a great deal how long this problem had been going on with me, and what could have happened if I had not sought medical intervention. Based on my doctor's comments adverse events like mine which are related to opti-free contact lense solutions are not isolated, rare events. I'd like FDA to monitor this signal to ensure health and safety of consumers.